Event description:
The customer reported that his blood glucose reached 25 mmol/l (450 mg/dl) about a day after the pod was activated. He realized that the cannula was out of the skin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.